Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor under-infused. The device was filled with desferrioxamine 2000mg in 46ml 0.9% sodium chloride. It was due to run for over 10 hours however after over 9 hours into the infusion approximately a third of the volume remained in the device. The patient received the full treatment after 12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The method code: was added. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for each of the provided potential lot numbers and there were no deviations found related to this reported condition during the manufacture of the any of the provided lots. Lot 14m043 was manufactured between november 18, 2014 and november 20, 2014. Lot 14n024 was manufactured between december 2, 2014 and december 5, 2014. Lot 14n001 was manufactured between december 5, 2014 and december 11, 2014. Lot 14k025 was manufactured between october 15, 2014 and october 17, 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they indicated that the lot number of the device involved was either 14n024, 14n001, 14m043, or 14k025. Should additional relevant information become available, a supplemental report will be submitted.